Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Note: this medwatch report (MDR) is for the patient that required conversion to open distal pancreatectomy following massive hemorrhage secondary to dislodgement of a hem-o-lok clip during vascular control. Refer to MDR with MFR. Report #2955842-2026-24630 for MDR submission of the other 16 patients who experienced post-operative complications (i.e. Pancreatic fistula complications and abdominal infections) requiring medical intervention. Citation: zhang j, et. Al.,. Standard operating procedures and learning curve analysis for surgical assistants in robot-assisted distal pancreatectomy. J robot surg. 2025;19:381. Doi:10.1007/s11701-025-02574-0 https://doi.org/10.1007/s11701-025-02574-0 section a2: patient age reflects the median age of 54 years with age range stated as between 34 and 64 years. Section a3a: patient gender is selected as female. 70% of the patients in the study are female. Section a6: patient race represents the patients in the robotic group. Section b7: medical history reflects the study population co-morbidities, not the specific patient. Section d: generic da vinci xi system product information number is provided. Section e: the event site is recorded based on the location of the corresponding author's associated hospital. Section e: since this article was identified during a literature review by intuitive surgical, inc. (Isi), rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of an article that evaluated the development of standard operating procedures and the learning curve for surgical assistants in robot-assisted distal pancreatectomy was performed. The retrospective, single-center study analyzed 91 patients undergoing da vinci-assisted distal pancreatectomy between november 2022 and march 2025. Seventeen patients experienced post-operative adverse events: 10 patients experienced postoperative pancreatic fistula complications and were treated with CT-guided percutaneous drainage and/or supportive/standard postoperative management; 6 patients experienced abdominal infection and were treated with antibiotics. One patient required conversion to open distal pancreatectomy following massive hemorrhage secondary to dislodgement of a hem-o-lok clip during vascular control. Multiple attempts to contact the corresponding author were made to obtain additional information; however, no response has been received.